Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer called for assistance with determining if they had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer believed a bolus for 140 grams of carbohydrates may have been delivered instead of a blood glucose (bg) value of 140 mg/dl. Review of the bolus history by tandem technical support showed that the last bolus was entered and delivered for 2.5 units; however, did not show a bolus entry for 140 grams of carbohydrates. Tandem technical support educated the customer if the incorrect amount was recognized and then the customer backed out the bolus menu, the bolus entry would not be recorded on the pump. The customer understood and reported bg level was within target.